Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 194 mg/dl. The mother could not recall any significant events leading to the alarm. The mother stated the insulin pump was in the customer's bra prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.